Event description:
Initiator reported that back of back tests performed on the rptr's family member's surestep meter were 107, 61 and 200 mg/dl (113% difference). No symptoms were reported. Control solution test result (96) was in range (90-135). There was no allegation of harm.